Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports the trellis 6 was inserted and when the balloon was inflated, contrast leaked out. Upon removal of the device and when flushing balloon with saline, it was noted there was a small pinhole in the balloon. There was no reported patient injury.